Event description:
Customer reported a blank display. Customer states that the screen of the insulin pump is blank. After inserting new batteries the display returned. The blood glucose reading is 269 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.